Event description:
Customer reported the device would not power up. Incident occurred during daily check of the device, no reported pt involvement. Service rep duplicated the reported condition. Device was repaired and proper operation was confirmed.